Event description:
It was reported that pump displayed altitude alarm on a previous day while insulin delivery was not suspended at time of call, and customer did not share blood glucose value at time of event. There was no reported impact to the customer¿s blood glucose level. Customer continued to use original cartridge without replacement, resumed insulin delivery, and received guidance from technical support on how to prevent future altitude alarms, which customer understood and acknowledged.